Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tube perforation') and perforation ('perforation other organs') in a female patient who had essure (batch no. 975391, 958708) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization and medically significant), fallopian tube perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), mood altered ("mood changes"), depression ("depression"), anxiety ("anxiety / mental anguish") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, back pain, genital haemorrhage, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, weight fluctuation, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: 958708 manufacture date:2012-03 expiration date: 2015-03. Lot number: 975391 manufacture date:2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 22-nov-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation of the uterus"), fallopian tube perforation ("fallopian tube perforation") and perforation ("perforation other organs") in an adult female patient who had essure inserted (lot no. 975391, 958708) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of headache, dizziness, migraine, hemorrhoids, esophagitis, gastritis, bladder incontinence, body mass index normal, multi gravida and parity 3. Previously administered products included: mirena, oral contraceptive nos and depo provera. Concurrent conditions were listed as dysmenorrhea, bloating, intermenstrual bleeding, prolonged periods, abdominal tenderness, groin pain, stress incontinence, urinary tract infection, pelvic discomfort, spotting vaginal, genital bleeding, endometriosis, dysfunctional uterine bleeding and dysmenorrhea. Concomitant products included tylenol (paracetamol) and naproxen. On (B)(6) 2012, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, disability and intervention required), uterine perforation (seriousness criteria hospitalisation and medically important), fallopian tube perforation (seriousness criteria hospitalisation and medically important), perforation (seriousness criteria hospitalisation and medically important), pregnancy with contraceptive device ("unintended pregnancy"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), mood altered ("mood changes"), depression ("depression"), anxiety ("anxiety / mental anguish") and stress ("psychological stress"). The patient was treated with surgery (hysterectomy & bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the anxiety had not resolved. The outcomes for pelvic pain, uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, back pain, genital haemorrhage, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, weight fluctuation, tooth loss, mood altered, depression and stress were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 24.447 kg/sqm. [Gynaecological examination] (date unknown): pelvic exam revealed normal external genitalia. The vaginal and cervix were normal. A pap smear was done. Bimanual exam revealed an anteverted uterus, normal-sized, mobile and non-tender. The adnexae are negative for masses or tenderness. [Hysterosalpingogram] on (B)(6) 2014: this showed that she had bilateral tubal obstruction. Both essure devices were seen. She was assured that she could be considered sterile. The bilateral essure coils are noted. The endometrial canal is unremarkable with neither fallopian tube seen to opacify, in keeping with successful essure placement [pathology test] on (B)(6) 2017: 1. Uterus, cervix and bilateral tubes 2. Tissue, portion of right uterosacral ligament 3. Pelvis, left side wall, biopsy diagnosis: 1. Uterus (with cervix), bilateral fallopian tubes; total laparoscopic hysterectomy, bilateral salpingectomy: secretory endometrium endometriosis of the cul de sac uterine cervix with high-grade squamous intraepithelial lesion 2. Right uterosacpal ligament biopsy: endometriosis 3. Pelvis, left side wall biopsy: endometriosis comment: a cin iii lesion is identified. P16 staining is strongly diffusely positive in the nucleus and cytoplasm. The lesion is completely excised. Gross description: the specimen consists of a uterus with bilateral fallopian tubes and cervix attached. There are bilateral essure coils is present. The left fallopian tube measures 7 cm in length and 0.6 cm in diameter. The right fallopian tube measures 6.5 cm in length and 0.5 cm in diameter [ultrasound pelvis] in (B)(6) 2016: pelvic ultrasound from (B)(6) 2016 shows a slightly bulky uterus measuring 9.4cm sagittally. Bilateral essure coils are seen in proper location bilaterally and her ovaries are unremarkable; on (B)(6) 2016: the uterus measures 9.4 x 5.5 cm. Bilateral essure coils are seen in the region of the uterine cornua on each side. The ovaries are unremarkable. Neither is enlarged. No cystic or solid adnexal lesion. No free fluid. The right and left iliac vessels appear patent as well. Impression: no sonographic cause for patient's presentation is seen. The patient's essure coils are noted; on (B)(6) 2017: there has been a prior hysterectomy. Both ovaries were identified. There is a small follicular cyst on the left measuring up to 1.7 cm. The ovaries were otherwise unremarkable in appearance. There is no evidence of a mass or pathologic cyst within the pelvis. No evidence of free fluid. Impression: status post hysterectomy. Otherwise, unremarkable study. No definite cause identified for the patient's right lower quadrant pain. No evidence of underlying ovarian pathology. Lot number: 958708 manufacture date:2012-03 expiration date: 2015-03 lot number: 975391 manufacture date:2012-04 expiration date: 2015-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history, concomitant drugs, historical drugs were added. Patient information, product indication updated. New reporter (lawyer) added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation of the uterus'), fallopian tube perforation ('fallopian tube perforation') and perforation ('perforation other organs') in a female patient who had essure (batch no. 975391, 958708) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required), uterine perforation (seriousness criteria hospitalization and medically significant), fallopian tube perforation (seriousness criteria hospitalization and medically significant), perforation (seriousness criteria hospitalization and medically significant), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), abdominal pain ("chronic abdominal pain"), hypersensitivity ("allergic reaction"), autoimmune disorder ("autoimmune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), weight fluctuation ("weight changes"), tooth loss ("tooth loss"), mood altered ("mood changes"), depression ("depression"), anxiety ("anxiety / mental anguish") and stress ("psychological stress") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine perforation, fallopian tube perforation, perforation, pregnancy with contraceptive device, back pain, genital haemorrhage, abdominal pain, hypersensitivity, autoimmune disorder, headache, fatigue, alopecia, weight fluctuation, tooth loss, mood altered, depression and stress outcome was unknown and the anxiety had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, stress, tooth loss, uterine perforation and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.